Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, noise that was appropriately suppressed was observed on the right ventricular lead. No patient symptoms were reported. Extensive testing was able to reproduce the noise in clinic. No changes were made and the patient would be monitored.